Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission for high voltage therapy related transmission. Upon review, the device response was noted to be appropriate. The right ventricular lead exhibited low pacing lead impedance. No intervention was performed. No patient symptoms were reported and patient would continue to be monitored.